Manufacturer narrative:
There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had open pressure sores under the lifevest. It was also reported that her garment was dirty and had not been changed for a while. Follow-up indicated that the patient was still waiting for the sores to heal.